Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Ulcer is a known complication of peg tube use. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg/j) tube. In (B)(6) 2016 the patient had unknown manufacturer tubes re-placed for unknown reason . In (B)(6) 2017 the patient went for a gastroscopy for planned replacement of peg/j, the doctor observed an ulcer lesion at the pylorus. The peg remains in place. Duodopa treatment has been suspended awaiting the patients' healing.

Manufacturer narrative:
(B)(4). The event in this case was initially reported under the peg tube. Upon further review it is determined that this event is associated with the j tube. Therefore this report is to link this event with the event reported under MDR # 3010757606.